Event description:
It was reported that during testing conducted at the user facility, the device was unintentionally running after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the user facility, the device was unintentionally running after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.